Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient will be treated with surgery (she will have surgery to remove the essure implant in (B)(6) 2017). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. She will have surgery to remove the essure implant in (B)(6) 2017. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and device expulsion ("migration of essure device location of device: partially in uterus on left side") in a 44-year-old female patient who had essure (batch no. 29180238-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational hypertension, anemia of pregnancy, abdominal bloating and lower abdominal pain. Previously administered products included for an unreported indication: nora be in 2011. Past adverse reactions to the above products included contraception with nora be. Concurrent conditions included body mass index normal, bipolar ii disorder and temporomandibular joint disorder since 2011. On (B)(6) 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("anything metal / all over sensitivity rash to metals (zippers, key chains, etc.) / nickel allergy"), rash ("including tooth fillings caused rash / severe skin rash in groin area required rx / skin rash"), joint swelling ("swelling of joints, knees"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, yeast infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("mild to severe depression due to pain"), migraine ("migraines"), headache ("headaches"), memory impairment ("memory impairment"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping on left side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes"), libido decreased ("significant drop in libido"), mood altered ("moodiness"), anxiety ("anxiety"), skin irritation ("skin irritation"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage"), dysuria ("bladder or urinary problems or changes: urination problems"), cystitis interstitial ("cystitis interstitial") and arthritis ("arthritis"). In (B)(6) 2014, the patient experienced tooth disorder ("tooth issues / dental problems slow to heal from dental work") and sensitivity of teeth ("dental problems sensitivity to materials"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge thick, milky"), visual impairment ("eyesight deteriorating in last 2 years /worsening of eyesight"), fatigue ("fatigue"), constipation ("chronic constipation") and alopecia ("hair loss"). In 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2017, 6 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced gingival recession ("gum recession"), skin disorder ("skin issues"), amenorrhoea ("no longer menstruate"), back pain ("lower back pain"), arthralgia ("knee pain"), toothache ("tooth pain"), musculoskeletal stiffness ("stiffness") and asthenia ("weakness"). The patient was treated with surgery (she will have surgery to remove the essure implant in (B)(6) 2017, salpingectomy bilateral), surgery (ablation) and surgery (she will have surgery to remove the essure implant in (B)(6) 2017, salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, skin irritation, arthralgia, musculoskeletal stiffness and asthenia was resolving and the menorrhagia, device expulsion, allergy to metals, gingival recession, tooth disorder, skin disorder, joint swelling, vulvovaginal mycotic infection, female sexual dysfunction, depression, migraine, headache, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, constipation, alopecia, amenorrhoea, vaginal haemorrhage, hot flush, libido decreased, mood altered, anxiety, urinary incontinence, dysuria, cystitis interstitial, sensitivity of teeth, arthritis, back pain and toothache outcome was unknown. The reporter considered allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, arthritis, asthenia, back pain, constipation, cystitis interstitial, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gingival recession, headache, hot flush, joint swelling, libido decreased, memory impairment, menorrhagia, migraine, mood altered, musculoskeletal stiffness, pelvic pain, rash, sensitivity of teeth, skin disorder, skin irritation, tooth disorder, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Patient need for additional surgery. She will have surgery to remove the essure implant in (B)(6) 2017. Had novasure procedure during essure removal. There were no coils trailing from the left ostia and 1 coil from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion x-ray - on (B)(6) 2017: arthrits. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, fatigue, constipation and urinary incontinence. Most recent follow-up information incorporated above includes: on 21-nov-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: partially in uterus on left side") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (batch no. 29180238) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational hypertension, anemia of pregnancy, abdominal bloating and lower abdominal pain. Previously administered products included for an unreported indication: nora be in 2011. Past adverse reactions to the above products included contraception with nora be. Concurrent conditions included body mass index normal, bipolar ii disorder and temporomandibular joint disorder nos since 2011. On 14-jul-2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), allergy to metals ("anything metal / all over sensitivity rash to metals (zippers, key chains, etc.) / nickel allergy"), rash ("including tooth fillings caused rash / severe skin rash in groin area required rx / skin rash"), joint swelling ("swelling of joints, knees"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, yeast infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("mild to severe depression due to pain"), migraine ("migraines"), headache ("headaches"), memory impairment ("memory impairment"), dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping on left side"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hot flashes"), libido decreased ("significant drop in libido"), mood altered ("hormonal changes describe: moodiness"), anxiety ("psychological or psychiatric problems condition: anxiety"), skin irritation ("skin irritation"), urinary incontinence ("bladder or urinary problems or changes: bladder leakage"), dysuria ("bladder or urinary problems or changes: urination problems"), cystitis interstitial ("cystitis interstitial") and arthritis ("arthritis"). In november 2014, the patient experienced tooth disorder ("tooth issues / dental problems slow to heal from dental work") and sensitivity of teeth ("dental problems sensitivity to materials"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge thick, milky"), visual impairment ("eyesight deteriorating in last 2 years /worsening of eyesight"), fatigue ("fatigue"), constipation ("chronic constipation") and alopecia ("hair loss"). In 2016, the patient experienced weight increased ("weight gain / loss (specify which one) weight gain"). On 14-dec-2017, 6 years 5 months after insertion of essure, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced gingival recession ("gum recession"), skin disorder ("skin issues"), amenorrhoea ("no longer menstruate"), back pain ("lower back pain"), arthralgia ("knee pain"), toothache ("tooth pain"), musculoskeletal stiffness ("stiffness") and asthenia ("weakness"). The patient was treated with surgery (she will have surgery to remove the essure implant in december 2017, salpingectomy bilateral) and surgery (ablation). Essure was removed on 14-dec-2017. At the time of the report, the pelvic pain, rash, skin irritation, arthralgia, musculoskeletal stiffness and asthenia was resolving and the device expulsion, menorrhagia, allergy to metals, gingival recession, tooth disorder, skin disorder, joint swelling, vulvovaginal mycotic infection, female sexual dysfunction, depression, migraine, headache, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, constipation, alopecia, amenorrhoea, vaginal haemorrhage, hot flush, libido decreased, mood altered, anxiety, urinary incontinence, dysuria, cystitis interstitial, sensitivity of teeth, arthritis, back pain and toothache outcome was unknown. The reporter considered allergy to metals, alopecia, amenorrhoea, anxiety, arthralgia, arthritis, asthenia, back pain, constipation, cystitis interstitial, depression, device expulsion, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, gingival recession, headache, hot flush, joint swelling, libido decreased, memory impairment, menorrhagia, migraine, mood altered, musculoskeletal stiffness, pelvic pain, rash, sensitivity of teeth, skin disorder, skin irritation, tooth disorder, toothache, urinary incontinence, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Patient need for additional surgery. She will have surgery to remove the essure implant in december 2017. Had novasure procedure during essure removal. There were no coils trailing from the left ostia and 1 coil from the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on 9-dec-2011: total bilateral occlusion x-ray - on 29-aug-2017: arthrits concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, fatigue, constipation and urinary incontinence. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. Essure insertion date was updated as 14-jul-2011. Lot number added. Events added from pfs- significant drop in libido, hot flashes, moodiness, abnormal bleeding (vaginal, menorrhagia), anything metal, all over sensitivity rash to metals (zippers, key chains, etc.), nickel allergy, severe skin rash in groin area required rx, including tooth fillings caused rash, gum recession, tooth issues, skin issues, swelling of joints, infection (bladder/ urinary tract/vaginal) type: vaginal, yeast infections, apareunia (inability to have sexual intercourse), mild to severe depression due to pain, anxiety, migraines / headaches, migration of essure device location of device: partially in uterus on left side, dental problems, memory impairment and dysmenorrhea (cramping). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.